Manufacturer narrative:
The reported events of spontaneous release of device and tether fracture were confirmed. As received, a catheter was returned in one piece. Visual and x-ray examinations found one of the distal tether wires was fractured and the tether bullet was missing/not returned. X-ray examination of the handle and transition zone regions did not find any anomalies. Scanning electron microscope evaluation verified that the fracture was initiated due to fatigue and subsequently the wire fractured due to ductile overload. The cause of the reported event was due to the fractured distal tether wire.

Event description:
It was reported that during the initial implant procedure, after performing the deflection test on the right ventricle (rv) leadless pacemaker, the leadless pacemaker prematurely separated from the delivery catheter while testing the electrical parameters in tether mode. The delivery catheter was removed and one of the tether tips was noted to be missing. The rv leadless pacemaker remains implanted. The patient was in stable condition.